Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. The motor tested okay. The functional testing could not be completed due to the prime anomaly. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Event description:
Customer reported that the insulin pump alarmed motor error during prime. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Customer also stated that he was hospitalized on (B)(6) 2014 due to low blood glucose. His reading 390 mg/dl, he changed the site twice and had to treat with manual injection because his readings were rising. He had to be taken to the hospital for his blood glucose going low. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 2032227-2015-06373 for hospitalization.